Manufacturer narrative:
Age/date of birth: 79.1 ± 12.1 years. Sex/gender: (male/female): 50/22. Weight and ethnicity: information unknown, not provided. Date of event: exact dates not provided, article acceptance date is november 27, 2020. Serial number: unknown, information not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, as there is no indication that the device was explanted. Manufacturer phone number: (B)(4). The device was not returned for analysis. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Note: the article refers to baerveldt 103-350 however this is not a valid model, therefore this report is being submitted as an unknown model. Citation: tojo, n., hayashi, a. (2021). Ex-press versus baerveldt implant surgery for primary open-angle glaucoma and pseudo-exfoliation glaucoma. Int ophthalmol 41, pp.1091¿1101. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: title: ex-press versus baerveldt implant surgery for primary open-angle glaucoma and pseudo-exfoliation glaucoma. A single-facility, non-randomized, retrospective comparison study was done to compare surgical outcomes between ex-press (exp) and baerveldt glaucoma implant (bgi) surgeries for primary open-angle glaucoma (poag) and pseudo-exfoliation glaucoma (pexg) patients. A total of 161 eyes of 161 patients was included in the study. The patients were implanted with ex-press (model p50) implant (n=89 eyes), and baerveldt 103¿350 implant (johnson & johnson vision) (n=72 eyes). In bgi group, corneal endothelial cell density (ecd) rate decreased very slowly: ecd at 1 year post op 1846 ± 693 (n=71), ecd at 2 years post op 1736 ± 713 (n=43), ecd at 3 years post op 1752 ± 697 (n=20), ecd at 4 years post op 1869 ± 570 (n=8), and ecd at 5 years post op 17,067 ± 723 (n=6). The following adverse events were also noted: loss of light perception after 4 years (n=1), tube occlusion (n=1), choroidal detachment (n=1), hyphema (n=2), vitreous hemorrhage (vh) (n=10), cystoid macula edema (n=2), rhegmatogenous retinal detachment (n=1), and persistent corneal edema (n=1). There were no cases in which irrigation of the vh was required, since the vh disappeared spontaneously within 3 months. Additional intervention was performed to remove the tube occlusion, and no indications in the article of any interventions provided for the rest of the events. Other jnj products were mentioned but no complaints were reported against them.